Event description:
It was reported that the respiratory therapist was prepping the ventilator for use and determined there was no flow. The ventilator was not connected to the patient. It is unknown if the ventilator alarmed when the reported problem occurred.